Manufacturer narrative:
The impella cp optical was not received by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical. Approximately 2 days into support, the patient developed leg ischemia in the impella leg. As treatment, the device was prematurely removed.

Event description:
The complainant reported a 67 year old female patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical. Approximately 2 days into support, the patient developed arm ischemia in the impella arm. As treatment, the device was prematurely removed.

Manufacturer narrative:
Section b5 states, "the patient developed leg ischemia in the impella leg." This was erroneous and should read, "the patient developed arm ischemia in the impella arm."